Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot and part numbers were not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effect of dissection is listed in the electronic perclose proglide instructions for use (eifu), as a known adverse event of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown due to the part/lot number was not provided.

Event description:
User facility medwatch report received that states: "as reported by the edwards field clinical specialist, after successful implant of a sapien 3 valve in the aortic position, upon removal of esheath+ there was noted to be a slight dissection in left common iliac. The implanting cardiologist and cardiovascular surgeon felt it was a perclose issue. Decided to do a cut down to repair vessel. Patient remained hemodynamic throughout entire procedure. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.